Event description:
Customer reported hemolytic transfusion reaction with one patient's sample. During transfusion workup antibody identification was performed using ortho 0.8% resolve panel a lot #vra200 and reactions were all (B)(6). Customer reported that patient arrived at facility on (B)(6) 2014 with diagnose of rectal bleed. Antibody screen was performed and was (B)(6). Following electronic cross match the patient was transfused. A total of (B)(6) units of packed cells were transfused between (B)(6) 2014 and (B)(6)2014 with four units being (B)(6). On (B)(6) 2014, a sample was drawn and arrived in blood bank grossly hemolysed. A second sample was requested which was also hemolysed. Customer did transfusion work up and stated all testing, antibody screen, dat and elution as well as panel ID with 0.8% resolve panel a lot vra200, were (B)(6). Testing using tube method, with liss and peg enhancement was also (B)(6). Sample was sent to american red cross and (B)(6) was identified using ficin treated cells as well as peg enhancement. On (B)(6) 2014, ocd contacted customer and was told patient was discharged from facility on (B)(6) 2014. However, on (B)(6) 2014, patient was readmitted due to low hct. Stated patient was transfused (B)(6) units of (B)(6) pack cells, with some hemolysis noted. Customer further stated sample in question was tested by different methods included tango, immucor solid phase and anti-e was not detected. Rhe antibody, ((B)(6)) is only detected via ficin method by red cross. Customer did not want any further follow-up. Qc was performed on the day of testing and was acceptable.

Manufacturer narrative:
Ocd performed retain testing, batch review and complaint review by lot. All results were satisfactory. Donor history was reviewed and all results were satisfactory. Sample was not available to be sent to ocd for further investigation. (B)(4).